Event description:
It was reported that on (B)(6) 2019, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. Mitraclip nt (lot: 81217u180) was implanted successfully, reducing mr to grade 4. On (B)(6) 2024, the patient returned with recurrent mr grade 4. An additional mitraclip procedure was performed where one clip was implanted, reducing mr to grade 2. After completion, a right to left and left to right shunt was observed. No intervention was performed and the patient was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported perforation was unable to be determined. The reported patient effect of perforation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.